Event description:
Related manufacturer reference number: 2017865-2024-63437. It was reported that the right atrial lead perforated and was in the pleural space of the right lung causing phrenic nerve stimulation and loss of atrial sensing and capture. It was also noted that the pacemaker had a lot of fluid and blood in both ports and since the patient is dependent the device was explanted and replaced. The right atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture, failure to sense, cardiac perforation, and extra cardiac stimulation. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.